Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test passed. A review of the share logs was performed and pairing failure was not found within the investigation window for this transmitter 40ep15. The complaint was not confirmed for the alleged device 40ep15. However, a reportable finding of a failed transmitter was observed for the alleged device. The root cause could not be determined. No injury or medical intervention was reported.